Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having a no delivery alarm when he is in the process of priming. Customer was trying to change the set and his blood glucose was 590 mg/dl at the time of the incident. Customer stated that he was taking a shot. Customer manually pushed with the plunger was able to get drops at the end of the tubing. Customer re-primed it and was successful. Customer declined troubleshooting for his high blood glucose.